Event description:
It was reported that the device was overheating. There was no report of patient or user impact or injury.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device has not been received for evaluation. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.